Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported, that the device gave a motor rate error. No patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of motor rate error. No previous repair noted in the last 12 months. Review of event history found intermittent motor rate error. Functional/visual testing was performed. Complaint was duplicated during infusion testing. Issues were fixed by replacing the motor, plunger cable and battery.